Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the tmj implant were removed in order to put in a spacer; however, it was also reported that the tmj implant itself wasn't an issue.